Event description:
It was reported by a customer on (B)(6) 2011 the aiming beam fired straight out of the fiber at 7,166 joules. Per the customer, the physician did not go any further with the procedure. The procedure was ended after the fiber failed. No patient injury was reported.